Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) - the dentist reported that 5 months after the dental implant was installed in intraoral region #3, and 1 month after prosthesis installation, it was verified its loss of osseointegration. Twenty ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented insufficient bone quality/ quantity (bone type iii).